Event description:
Boston scientific received information that after the implant procedure this left ventricular (lv) lead had migrated back from it's original implant site. The physician will reposition the lead in two to three months. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
All available evidence suggests this lead remains implanted. This report will be updated when further information is received or the lead is revised.

Manufacturer narrative:
Additional information has been received that this lead was successfully explanted and replaced. The lead had been returned for analysis and this report will be updated when analysis is complete.